Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes from october 19 and 17, 2024 revealed artifacts on the rv channel, which led to the reported oversensing and ICD charging cycles. The episodes no. 70 from november 07 as well as no.61 and no. 60 from october 10, 2024 furthermore showed oversensing resulting in shock delivery. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
This lead was capped due to oversensing with inappropriate shocks. ICD was deactivated and left in situ. The patient recovered and a new implant will not be performed. Should additional information be received, this file will be updated.